Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on february 17, 2017 with blood glucose of 30 mg/dl. The customer was unresponsive when her sister took her to the hospital for hernia surgery. The customer was treated for low readings at the hospital. The customer was off the pump for less than 48 hours prior to hospitalization. The customer reported drive support cap to appear normal. The insulin pump will not be returned for analysis.